Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation a b40 (error cv malfunction) was not confirmed. The evaluation uncovered the video connector was in fair condition and the software version was at 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown procedure, a b40 (error cv malfunction) occurred on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device history record review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation could not determine the issue. The cause of the phenomenon could not be identified. Olympus will continue to monitor the field performance of this device.